Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was damaged and unable to charge properly. The customer¿s blood glucose was 124(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.